Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage mesh device was implanted during a procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient started to experience urinary infections, abdominal pain, calf pain, fatigue, constipation and unresolved incontinence.